Manufacturer narrative:
This report is for an unknown dhs/dcs plate/screw construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: rajasekaran, r.b. Et al (2019), a surgical algorithm for the management of recalcitrant distal femur nonunions based on distal femoral bone stock, fracture alignment, medial void, and stability of fixation, archives of orthopaedic and trauma surgery, vol. 139 (xx), pages 1057¿1068 ((B)(6)). The aim of this retrospective study is to devise an algorithm and present the results of 62 cases of rdfn managed following it. Between january 2012 to december 2015, a total of 62 patients (38 male and 24 female) with an average age of 43.4 years (26¿73), who had rdfn were included in the study. Implants at presentation were locking compression plate (lcp), dcs, and competitor's device. The average follow-up was 18.2 months (12¿33). The following complications were reported as follows: lcp: patient 1: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 4: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 5: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 7: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 10: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 12: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 13: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 15: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 19: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 20: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 23: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 25: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 27: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 28: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 30: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 31: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 32: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 34: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 35: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 36: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 37: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 39: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 42: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 43: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 45: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 46: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 48: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 50: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 53: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 54: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 56: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 57: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 58: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 59: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 61: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 62: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Dcs: patient 2: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 16: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 21: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 22: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 26: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 29: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 33: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 47: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 49: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. Patient 55: a (B)(6)-year-old patient had recalcitrant distal femur nonunion. This is report 2 of 6 for (B)(4) this complaint is linked to (B)(4). This report is for an unknown synthes dhs/dcs plate/screws construct ((B)(6) year old patient) a copy of the literature article is being submitted with this medwatch.